Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited t wave oversensing, resulting in the delivery of an inappropriate shock. The patient was reportedly bending over at the time. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. This electrode remains in service. Additional information was received that this electrode was explanted due to inappropriate shock. A different device system was implanted and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode exhibited t wave oversensing, resulting in the delivery of an inappropriate shock. The patient was reportedly bending over at the time. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. This electrode remains in service. Additional information was received that this electrode was explanted due to inappropriate shock. A different device system was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.